Event description:
It was reported that the insulin pump had a crack at the battery compartment. The blood glucose reading was 6.2 mmol/l. The caller did not know how the damage occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners were noted during a visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.